Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2025, the needle was bent and still had the needle guard on after insertion. The blood glucose level was high about 322 mg/dl. The patient got treated with correction bolus via pump. Patient replaced supplies as necessary and resumed insulin. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009203 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009203 was manufactured according to the work instruction (wi) version 98 and packaging in the multivac 14, on 14/sep/2024, with a total of (B)(4) units. The sub-assembly, welding the lot 4j02382 was manufactured according to the wi version 34 welding in the machine ls07 & ls06, on 12/sep/2025, with a total of (B)(4) units. The sub-assembly, welding the lot 4j02383 was manufactured according to the wi version 34 welding in the machine ls06 & ls07, on 12/sep/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.